Event description:
Medics responded to a medical call and found the pt in v-fib. The device stated connect electrodes when an analysis was attempted. The electrode connections were checked and power cylced to the device in an unsuccessful attempt to clear the message. There was a 7 minute delay before a back-up device was obtained. The pt was not resuscitated.